Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported experiencing elevated blood glucose levels twice; no exact readings were provided. Customer stated he removed the self-adhesive and noticed that the steel cannulas stuck in his skin; was able to remove the cannulas. Customer disposed of the alleged device. No adverse event reported. Requested return of unopened cannula for evaluation.